Event description:
Event description guidant received information that during the implant procedure, after the pocket was closed, the physician indicated the device was pacing inappropriately. The pocket was reopened, and the device and setscrews were retested. The physician elected to explant and replace the device. The explanted device has been returned for analysis.